Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy and was unable to enter MRI mode due to low impedances on both leads. The patient also experienced discomfort at the ipg site due to weight loss. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the leads and ipg were explanted and replaced.

Manufacturer narrative:
The report of ¿unable to set ipg to MRI mode¿ was confirmed. Analysis of returned lead a found a broken wire in between contacts 5 and 6. The cause of the fracture is unknown as the patient did not report any trauma, falls or accident prior to the reported event.